Event description:
A staff member received an electric shock from a damaged cable. The cable was examined, and it was noted that an electric cable was exposed. No other info was provided about the severity of the injury or the treatment received.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). The offending mains lead was returned to arjohuntleigh for inspection. The hospital advised that the lead appeared to be twisted as the slightly deformed. During inspection, it was noted that the mains lead is not an original lead from a nimbus ii pump. The markings on the cable are indicated as autel and the cable is made up of 2 core cables, a cable type which has never been supplied with a nimbus 2. Based on the above info, we can say that the incident was most likely caused by the inappropriate use of a non-arjohuntleigh product by the user.